Event description:
Boston scientific crm received information that the right ventricular (rv) lead dislodged immediately after the pacemaker pocket was closed. The physician re-opened the pocket and successfully repositioned the rv lead. The lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated.